Event description:
A malfunction alarm with code malf 0 was reported, and there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, and the customer was able to continue using the pump. The customer was advised to contact technical support if the malfunction recurred, and they acknowledged the instructions.